Event description:
The MFR received info alleging a ventilator¿s screen went blank during use. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer¿s complaint was confirmed. The device¿s inverter board was replaced to address the issue. During the eval of the device at the MFR¿s service center, add¿l issues were noted. The device¿s front panel board, oxygen blending module board and o2 manifold were replaced to address the issues. This report is being submitted as part of a program to retrospectively review possible device malfunctions that did not involve any injury, to determine whether they are reportable under 21 cfr part 803 and the MFR¿s updated reporting procedures. This program is being undertaken to address FDA warning letter 12-phi-01.